Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 due to sui. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2004.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/05/2016. It was reported that patient underwent tvh on (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/03/2016.